Manufacturer narrative:
Correction/removal reporting # 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #1627487-2013-12610, reference MFR report #1627487-2013-12611, reference MFR report #1627487-2013-12612. It was reported the pt stopped using the scs system more than two years ago due to stimulation in the incorrect area and ineffective pain relief. The pig is unable to communicate with the charger due to battery depletion. Pt plans surgical intervention to address the issue. Note: the pt received two leads with different lot numbers, both are being reported. The pt received two dual extensions from the same lot number.